Event description:
The patient was in the operating room for an epicondyle fracture repair of the right elbow. While the surgeon was inserting a k-wire in the fracture site, the tip of it broke off in the humerus. The surgeon was using the synthes 4.0 cannulated screw set and one of the k-wires that comes with it. The surgeon left the tip of the k-wire in the epicondyle in the cortex of the bone. He felt it was too small and then used a 4.5 synthes cannulated screw set and a k-wire from that tray to fixate the fracture. No identifying information available. Neither device nor packaging available.